Event description:
It was reported that customer experienced a malfunction with his tslim x2 pump, as he was unable to load a cartridge onto it. There was no adverse impact to the customer's blood glucose level. He used his old biq pump in the meantime, which could not connect to the download source due to its age. Technical support attempted follow-up twice and advised the customer to contact them as soon as possible for further assistance, acknowledging the situation and closing the case.